Manufacturer narrative:
Test strips have been discarded.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl, 21 mg/dl and 130 mg/dl. No adverse event reported. Test strips have been discarded. Requested return of the alleged meter for evaluation and replacement was sent.